Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie had failed. A field service engineer reported that drawer 2/2 main had failed and would not recover. The bus cable was checked and found to be damaged. The retractor band and drawer controller board were replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie had failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.